Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires, for causes not known in detail. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The user has been re-implanted.

Event description:
The audio processor has been replaced twice in the last month and the user is not able to hear any sound with the new audio processor (ap).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.